Event description:
It is reported that two ICU nurses noticed that deflated fms found outside the patient's rectum. When attempted to reinflate the balloon, nurses noticed water coming out from around the gray inflation port of autovalve. Report states that it is not known when they attempted to reinflate device, if it was during attempt to reinsert or outside of patient. No reports of balloon tear or crack at autovalve was reported.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Three attempts made on 02/24/2014; 02/27/2014 and 02/28/2014 respectively in regards to whether a new device had been reinserted. To date, no feedback has been received. In addition, complainant has been contacted for further information to determine if lot number is available; to date, no feedback has been received. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.